Manufacturer narrative:
On (B)(6) 2021 the customer returned insulin pump for an alleged has e52 alarm. Device passed the displacement and self test. The following were noted during visual inspection: cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. No unexpected e52 alarm anomalies noted. (Not confirmed).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated that alarm occur before battery change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.